Event description:
The customer reports that the device has shock error messages in the status log and a red x popped on the monitor after the message. There was no report of any patient involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has shock error messages in the status log and a red x popped on the monitor after the message. There was no report of any patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.